Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a white male patient of an unknown age was to receive impella 5.5 for mechanical circulatory support. It was reported the physician was unable to advance through the patient's subclavian during attempted delivery. It was determined that the vasculature was too small, and the decision was made to abort the implant. There was not patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.